Manufacturer narrative:
The device history record was examined for the subject device. There were no problems observed during the manufacturing or testing noted in the DHR. The device labeling was reviewed and found to be suitable and adequate for the device to perform its intended use. Based on the analysis, may be due to the long-term use of electrode pads, cause pads are so dirty that impedance is not uniform. User didn't follow the instructions to replace the pads regularly.

Event description:
The end-user received second degree burns from a tens unit. Per the doctor at a chiropractic office, after 3-4 minutes of tens unit treatment, the end-user started that he felt like the electrodes were stinging, so he backed down the number. Again, the patient stated that it was stinging at the end of the 10-minute session. The patient is reported as having a high tolerance for pain. Within 15-20 minutes after leaving the doctor's office after treatment, the patient called back to say that he was burned. The doctor advised the patient go to a clinic and have the burns checked out - the patient was then diagnosed with 2nd degree burns, given an oral antibiotic and cream to use for 2-4 weeks until the burn heals. The device was returned to compass health brands and tested on all four channels in biphasic mode (symmetrical), and was found to be within spec range (+/- 20% ma) - the parameters were set to 50pps, phase duration 300us and the cycle time continuous with an output of 100ma's. The unit was tested with the lead wires sent back with the device as well as the quality department's wires - results were the same for both sets of wires. Overall, the customer's complaint was unable to be duplicated based on a review of the returned device. Note: have attempted multiple times since 3/2/2016 to submit this MDR.